Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 486 mg/dl, moderate level of ketones and dka; cause was unknown. The customer administered a manual injection of insulin prior to going to the ER in an attempt to treat bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 9 hours later with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.